Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced ineffective stimulation from the scs system. X-rays revealed lead migration. In turn, the patient may undergo surgical intervention as the next course of action.